Event description:
It was reported the patient was not receiving stimulation in the needed area. As a result, the patient's lead was explanted and replaced (with a different model). Also, the patient's ipg was electively explanted and replaced. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.